Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during initial drain. The hp stated she power cycled the hc and the hc alarmed se 2367. The baxter technical service representative (tsr) informed the hp to start over with all new supplies. The patient line was properly primed before connecting. The patient disconnected prior to the alarm. Proper disconnect procedures were used. The patient reconnected. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.